Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Customer disconnected from the pump, drank juice and consumed crackers to address the low bg. A recommendation was made for the customer to discuss bg levels with healthcare provider.